Manufacturer narrative:
(B)(4). The battery was not returned to physio-control for evaluation.  The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status.  The customer has also been reminded of the importance of always carrying a spare fully-charged battery.  The customer was provided with a replacement battery.

Event description:
Reason: he called in wondering about the software upgrade. Only 1 bar of battery strength showing on display. He has the unit and the battery there with him. Had him push the grey button and sees 1 blinking green led. Resolution: suggested that he purchase a new battery. Transferred call over to (B)(6) to see how to handle getting unit updated.